Event description:
The device was returned to the service ctr with a report from the customer contact that the "pump not function/broken." This does not indicate a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device door roller pin was missing and the battery was swollen.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the door roller pin was missing. In addition, it was noted that the battery was swollen. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase internal temperature during the charging and discharging processes which could also result in swelling of the battery. For high internal battery temperatures, the effects may result in deterioration of service life. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.